Manufacturer narrative:
Additional information received indicated that there was no reported product issue noted during the index procedure. The patient¿s medical history and post-procedure medical regimen were unknown. It was not known if the patient was compliant with the prescribed medical regimen. The angiographic findings of the evt were unknown. The term ¿recrudescent of the ci¿ means critical (limb) ischemia. No additional information is available. The report indicated that the patient was enrolled in a clinical study and had a smart control iliac 6 x 80 stent implanted in the unknown target lesion during the study index procedure. The target lesion was reported to be in the mid position of the right limb. No target lesion characteristic information was available including the percent stenosis. Approximately eight and one-half months after the index procedure the patient¿s ankle brachial index (abi) was noted to be decreased. The recrudescent of the ci was observed. Endovascular therapy (evt) was performed in the stent/target-lesion revascularization was performed. The patient was reported to have recovered the next day. Additional information received indicated that there was no reported product issue noted during the index procedure. The patient¿s medical history and post-procedure medical regimen were unknown. It was not known if the patient was compliant with the prescribed medical regimen. The angiographic findings of the evt were unknown. The term ¿recrudescent of the ci¿ means critical (limb) ischemia. No additional information is available. The device remains implanted in the patient and is not available for inspection. Review of lot 15630091 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan. Based on the information provided and the inability to assign or determine a root cause, no corrective actions will be taken at this time. Restenosis is a known potential adverse event associated with implanting peripheral artery stents and is often associated with the progression of peripheral artery/vascular disease. Based on the minimal available information, there is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken.

Manufacturer narrative:
(B)(6). Review of lot 15630091 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, the patient was enrolled in a clinical study (B)(4) and the case number is (B)(4). A smart control iliac 6 x 80 stent was implanted in the unknown target lesion during the study index procedure. The target lesion was reported to be in the mid position of the right limb. No target lesion characteristic information was available including the percent stenosis. Approximately eight and one-half months after the index procedure, the patient's ankle brachial index (abi) was noted to be decreased. The recrudescent of the ci was observed. Endovascular therapy (evt) was performed in the stent/target-lesion revascularization was performed. The patient was reported to have recovered the next day. Additional information has been requested.